Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope, fell, and broke their nose. It was noted that the device had been reprogrammed and had been working well. The patient was referred to their physician. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope, fell, and broke their nose. It was noted that the device had been reprogrammed and had been working well. The patient was referred to their physician. No additional adverse patient effects were reported. The device remains in service. The device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.